Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: only event year is known. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1 initial reporter address line 1: (B)(6). E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, some plastic parts are missing in the tube packaging. There was a surgical delay of five (5) minutes. There were no patient consequences. This report involves one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 32mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been received, the previously reported event under mrn 8030965-2024-09719, 8030965-2024-09721, and 8030965-2024-09722 is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent under mrn 8030965-2024-09719, 8030965-2024-09721, and 8030965-2024-09722.

Event description:
Additional information was received and stated that the surgery was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6 investigation: an evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part # 04.211.032ts, lot # 4l56099, manufacturing site: früh verpackungstechnik ag, release to warehouse date: 25 sep 2019, expiration date: 01 sep 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 8030965-2024-09719, 8030965-2024-09721, and 8030965-2024-09722 is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent under mrn 8030965-2024-09719, 8030965-2024-09721, and 8030965-2024-09722.